Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia/arrhythmia; the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Impella 5.5 was inserted via axillary artery in a 49year old male with acute decompensated cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. While on support the patient experienced ventricular tachycardia which required cardioversion x2. The pump functioned within expected range at p-8 4.2l/min. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B3: updated date of event. D6b: added explant date. H6: omitted code f2306 and added f1904, f12, f19, e1906 based on new information in the complaint file. Clinical rationale. An impella 5.5 device was inserted into the right axillary/subclavian artery in a 49-year-old male patient presenting in cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, the catheter was advanced into the left ventricle (lv), and the patient went into ventricular tachycardia (vt) requiring two synchronized cardioversions. While the patient was in the intensive care unit (ICU), there was increased ectopy overnight, requiring multiple cardioversions. Impella position was confirmed with an echocardiogram and was repositioned by the physician. Two weeks later, the patient had positive blood cultures. The physician attributed the impella as a possible cause of the infection. The plan was for a washout in the next few days. A few weeks after insertion, the impella was removed as a bridge to a heart transplant. The post-procedure outcome is survived at explant. Arrythmias can occur if the impella is not correctly positioned. Risk of infection often correlates with the duration of support, with other potential sources including peripherally inserted catheter lines, multiple cannulation sites, or the device itself.